Manufacturer narrative:
Continuation of d10: marksman catheter - product ID: fa-55150-1030, lot: 222477071. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report a pipeline flex had resistance during delivery in distal end of the marksman microcatheter. When pipeline deployment began, the distal end of the pipeline appeared rough and difficult to open, then the middle segment of the pipeline failed to open at all. More than 50% of the pipeline had been deployed when the failure to open was occurred. No other steps or devices were used to open the pipeline; the pipeline was resheathed 2 or less times. The site indicated the pipeline was not positioned in a bend. It was noted the pipeline was not reasheathed and retrieved with the microcatheter but was retrieved and removed with a snare or other retrieval device. It was noted that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. Both the pipeline and marksman were removed from the patient's body and replaced to complete the procedure. There was no harm or injury to the patient who was undergoing a procedure for embolization of multiple aneurysms in the left internal carotid artery (ica). The pipeline was being used a treat an unruptured saccular 16.7mm aneurysm that had a 12.5mm aneurysm neck. Vessel tortuosity was noted to be minimal. Dual antiplatelet treatment (dapt) was administered.

Manufacturer narrative:
H3: analysis of the pipeline stent revealed that the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found opened and frayed. The middle of the braid was not opened due to damaged braid. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. The pipeline flex was pushed out from the catheter lumen with no issues. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub, lumen and tip with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.